Event description:
A malfunction alarm known as malf 24 was reported, with a non-resettable code, indicating a pump issue that did not stem from any notable prior events. Despite the malfunction, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to revert to multiple daily injections as a backup therapy and was sent a replacement pump, which includes updated software. The customer was informed of the necessary steps for both the receipt of the new pump and the return of the problematic one, including utilizing storage mode and shipping instructions.